Event description:
A provider reported that a vns patient informed her that a prior provider turned his vns off because he was having increased seizures with vns therapy. Follow-up with the prior provider's office revealed that the neurologist who disabled the device has left the practice along with all of her staff and that no patient information or medical records would be available without a signed patient release. Follow-up with the patient indicated that the prior physician turned his vns device off previously but he didn't know when due to his memory loss. When asked if the seizures were worse than before he got his vns device he replied that he felt they were worse. He stated his seizures "have been good" since the time of disablement. He indicated he has been to see a new neurologist a few times with the most recent visit being a few months ago. He stated that on one of the visits the new neurologist checked his device and confirmed that it was turned off. No data is available in the manufacturer's programming history database since the date of original implant therefore the exact date of device disablement is unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow up with the new provider indicated that they have seen the patient off and on since (B)(6) 2014 through his most recent visit on (B)(6) 2016. The provider reported that on (B)(6) 2014 his output current was increased from 0.25ma to 0.5ma. They saw the patient in (B)(6) 2015 and again in (B)(6) 2016 but no device check was performed at those visits. At the most recent visit on (B)(6) 2016 they found the output current to be at 0ma and the magnet output current to be at 0.75ma. The provider did not know who programmed the normal mode output current to 0ma or when. Magnet swipes were seen to have occurred on (B)(6) 2014 and (B)(6) 2016. No diagnostic tests were performed. The patient has had some recent seizure activity but the providers are not planning to turn on vns stimulation at this time.